Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. E.1: initial reporter phone #: (B)(6). A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd vacutainer® serum blood collection tubes, there was a tube in the shelf pack with the incorrect cap color. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect cap color based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer® serum blood collection tubes, there was a tube in the shelf pack with the incorrect cap color. There were no health impact or consequences reported.